Event description:
The cap screw on the tibial tray was unable to be removed prior to implementation. Comapny representative present and notified the main office. Replacement implant arrived approximately 1 hour later.